Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour.

Manufacturer narrative:
The device was received undeployed. The data presented timeouts and a drive stall, causing the priming sequence to end earlier than expected. The device was reset and rerun. The rerun data presented no anomalies. No issues capable of causing the observed timeouts and drive stall were observed. The cause of this event could not be determined.